Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported there was a patient complaint that alleged programming error of unspecified fluid. The facility was concerned if the infusion had run for 30 minutes or 90 minutes. The facility exported the pump data and indicated it had run for 90 minutes. A hospital representative (biomed) indicated: "the sequestered pump did not over infuse, it delivered requested volume. The pump was sequestered due to a patient complaint. Nursing wanted to make sure this complaint was not a nursing error, and through using the asm we validated complaint was not a mechanical failure as well. Please close this event, as no event occurred." There was patient involvement but no harm. Multiple request have been made for additional information and device return, however the customer declined.

Event description:
It was initially reported there was a patient complaint that alleged programming error of unspecified fluid. The facility was concerned if the infusion had run for 30 minutes or 90 minutes. The facility exported the pump data and indicated it had run for 90 minutes. A hospital representative (biomed) indicated: "the sequestered pump did not over infuse, it delivered requested volume. The pump was sequestered due to a patient complaint. Nursing wanted to make sure this complaint was not a nursing error, and through using the asm we validated complaint was not a mechanical failure as well. Please close this event, as no event occurred." There was patient involvement but no harm. Multiple request have been made for additional information and device return, however the customer declined.

Manufacturer narrative:
Omit: g0600101 - alarm, audible. Additional information: imdrf annex b and g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of programming error was not determined because no products or device logs were returned.